Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a brown precipitate in the filter housing, confirming the reported condition. An analysis of the brown precipitate in the filter identified it as a mixture of a secondary amide material, a carbohydrate material such as dextrose and calcium phosphate. Amber amorphous material consisting of a mixture of a secondary amide material and a carbohydrate material such as dextrose was also present between the luer connections on the set and on exterior surfaces of the set. The root cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had brown particulate matter inside of the set's filter. This event was discovered prior to product use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.